Event description:
Vascular surgeon used an atherectomy machine called csi1.25 micro machine. The manufacturer rep was present. Per the surgeon, the guide wire got stuck in the patient's vessel likely due to calcification and the patient's anatomy and the curvature of the artery. It is unknown whether device malfunction was a contributing factor but it appears the device could not function normally once the guidewire became lodged. The vascular surgeon needed to take the patient to the or for removal of the wire. Dr. Later informed the staff that he was successful in removal of the catheter. Or witness: pt to or 14 from cath lab for l femoral exploration and retrieval of foreign body with fluoro. Foreign body retrieved from patient and given to rep. (Device later retrieved by or nursing mgr and given to risk mgmt). Device that was used prior to entering or was diamondback 360 peripheral atherectomy system. Model #dpb-125 micro 145 lot 145812.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: atherectomy catheter peripheral.

Event description:
Vascular surgeon used an atherectomy machine called csi1.25 micro machine. The manufacturer rep was present. Per the surgeon, the guide wire got stuck in the patient's vessel likely due to calcification and the patient's anatomy and the curvature of the artery. It is unknown whether device malfunction was a contributing factor but it appears the device could not function normally once the guidewire became lodged. The vascular surgeon needed to take the patient to the or for removal of the wire. Dr. Later informed the staff that he was successful in removal of the catheter. Operating room witness: pt to operating room 14 from cath lab for l femoral exploration and retrieval of foreign body with fluoro. Foreign body retrieved from patient and given to rep. (Device later retrieved by operating room nursing mgr and given to risk mgmt). Device that was used prior to entering operating room was diamondback 360 peripheral atherectomy system. Model #dpb-125 micro 145 lot 145812.